Manufacturer narrative:
Retainer ring = black customer complained about the device having to replace batteries much earlier and found a replace battery now alarm in the alarm history on event date of (B)(6) -2021. Device passed displacement test, sleep current measurement, active current measurement and selftest. The history download was successful using thus software. The history download analysis confirmed the insulin pump alarmed pump error 25 and replace battery now alarm. No battery anomalies or replace battery now alarms was found in the history/trace on event date of (B)(6) 2021, however, (B)(6) 2021 07:00:00.000. Pump error 25 was present in the history/trace on event date of (B)(6) 2021 07:00:00.000. The power management tool confirmed pump error 25 and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to due to connector resistance j6/electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electrical board 1, the insulin pump was monitored and functioned properly. After disconnecting and reconnecting the internal lithium backup battery connector j6 on electrical board 1, the insulin pump was monitored and functioned properly. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner and scratched case. Device was confirmed for early depletion of batteries, unexpected replace battery now alarm and pump error 25 alarm due to connector resistance issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and replace battery alert. Customer did received a low battery alert prior to replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.